Event description:
The rptr did back to back (rapid succession) blood glucose tests. Reporter's results were 283 and 383 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Follow up attempts to contact the rptr for confirmation of the report and to obtain further info have not been successful.